Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on (B)(6) 2024, it was reported that the patient faced an issue that his cannula fell off due to tape becoming less sticky. No further information available.